Event description:
It was reported that there was a thrombus present on the was. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then inserted the was. While inserting the was it was noted that there was a large thrombus present on the sheath of the was. The physician retracted the was and aspirated at the same time until the was was removed from the patient. A new was was then inserted into the patient and the physician began to position the device in the patient. After the was had crossed over into the left atrium another thrombus was noted to be present on the sheath of the was. The was was removed from the patient while the physician aspirated the thrombus. No thrombus remained in the patient and the physician decided to end the procedure with no closure device implanted in the patient. The patient did not experience any other complications as a result of this event.